Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor passed motor test. No compromised force sensor system alarm noted. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of compromised force sensor system and motor error alarm on the insulin pump. The customer's blood glucose reading was 7 mmol/l. The customer stated that when she filled in the tubing, piston would reach the reservoir, but no numbers appeared on the screen. The customer reported drive support cap to appear normal. The insulin pump was returned for analysis.